Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair: product code pfrt01, (B)(4). Tension free vaginal tape /obturator: product code 810081, (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with tvh, vaginal extraperitoneal colpopexy, anterior/posterior colporrhaphy, diagnostic cystoscopy. It was reported that the patient underwent resection of vaginal mesh eroded into the bladder, placement of stents, repair of cystotomy, insertion of sis graft and cystoscopy on (B)(6) 2009, due to bladder mesh erosion, hematuria and recurrent uti. It was reported that the patient underwent an excision of vaginal myomas and cystourethroscopy on (B)(6) 2012 due to vaginal myoma, bladder mesh exposure and urinary urgency/frequency. It was reported that the patient underwent a cystoscopy, cystolitholapaxy with holium laser on (B)(6) 2012, due to bladder mesh erosion and bladder stone. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). It was reported that the mesh was removed due to infections, bowel problems, pain, urinary problems and erosion into the vagina and bladder. On (B)(6) 2009, a cystoscopy revealed mesh erosion. Procedures for mesh excisions were performed on (B)(6) 2010 and (B)(6) 2011. (B)(4) bowel problems, urinary problems, mesh exposure.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat cystocele, rectocele, relaxed vaginal outlet, weakened pubocervical, rectovaginal fascia, and stress urinary incontinence and mesh was implanted.

Event description:
It was reported that a patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2006 and pelvic floor repair mesh and an obturator sling were implanted. On (B)(6) 2009 the patient underwent a cystoscopy and an erosion was revealed between the bladder neck and trigone. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.